Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Incident date: (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage 2 dlk (diffuse lamellar keratitis)in the right eye two days following a laser vision treatment. The corneal flap was lifted and rinsed and the patient was prescribed topical steroid drops.